Event description:
The facility reported a pump with a non-functional channel c. It is unk when this occurred. It is unk if there was any pt injury or medical intervention necessary according to the hospital rep. No additional contact information is available.